Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse adjusted the top seal solenoid to correct the unsealed cuvettes and installed a revised safety cover to address a premature failure of the top seal solenoids. As per the dimension exl operator's guide, "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." As a preventive measure, the operators are now required to wear goggles and other personal protective equipment (ppe) while emptying the waste. The cause of the cuvette material being splashed on the operator's face and eye was related to the improper sealing of the cuvette container. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 was splashed in the face and eye while emptying the waste cuvette container. The cuvette container was not sealed correctly. The cuvette was containing a mixture of patient sample and reagent. The operator was assisted with flushing his eye at the wash station. Some liquid went onto the operator's face but it was cleaned off. After flushing, the operator went to the emergency room (ER) and the hospital's procedure for the exposure was followed. There are no reports of patient intervention or adverse health consequences due to the cuvette material being splashed on the operator's face and eye.